Manufacturer narrative:
In trouble-shooting, a system check-out was performed and the medtronic representative replicated the reported behavior, the navigation system became unresponsive after 20 minutes. A hard re-boot restored normal function. Return requested. Replacement computer shipped to site 05/03/2016. Medtronic investigation of returned suspect computer finds that initial power-on was successful. Navigation system post's and boots to log-in screen. Ram reports no errors. Hdd reports 1 bad sector, re-allocated. Prior to reallocation this could have been the issue for unresponsive performance. No fault found. Device found to be fully functional. On 05/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a functional endoscopic sinus surgery (fess), the site's navigation system became unresponsive when registering the patient. The surgeon traced up to 70%, at which point the software became unresponsive. The mouse could not be moved. Performed a hard shut-down, powered the navigation system back on and proceeded successfully with registration. Near the end of the procedure, the screen went black while the surgeon was navigating. The surgeon opted to discontinue the use of the navigation system and completed the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.